Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, no evidence was found in event log history to support the user's complaint. The customer's reported problem was not able to be duplicated. The accuracy testing that was run showed an average of +2.08% with a high of +4.09%. This is high according to internal accuracy specifications, but within our published customer specification. The evidence points to an issue with the user's test setup. Service will trim the expulsor to bring the average closer to the internal accuracy specification. Based on the evidence, the complaint was not confirmed, and the problem source was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-7%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.